Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a unspecified bronchoscope procedure, the user facility noticed that a unspecified tube stuck within the instrument channel of the subject device when inserting a non-olympus biopsy needle (endo flex nebs41 221-c) into the channel. The facility reported that no obstruction was observed in the channel during the cleaning right before the procedure. Other detailed information was not provided from the user facility but there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) for evaluation. The evaluation confirmed scratches on the distal end and inside of the instrument channel. However the evaluation could not find any parts of the non-olympus needle or obstruction within the channel and could not confirm the event reported from the user facility. The exact cause could not be conclusively determined.